Event description:
It was reported that following the implantation of a perigee graft, the patient underwent an "excision of small area of exposed anterior vaginal mesh." There were no further patient complications reported in relation to this event.